Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller with unknown serial number was not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the historical review of similar events, events involving loss of power may be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an alarm on the controller that was described as a battery alarm but there was no message on the controller screen. It was also reported that the controller turned off unexpectedly. The patient disconnected and reconnected both batteries and it restarted. The patient did not get lightheaded when the controller lost power. The patient experienced another occasion where the controller was connected to the car battery and a battery, and when connecting the other battery the controller stopped. The patient started to feel lightheaded and reconnected the batteries, and the pump started. The patient¿s controller was reviewed at the clinic and there were no loose connectors and the battery and controller pins had no issues. The controller was exchanged. No further patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.